Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Detailed incident description: the index procedure was performed on (B)(6) 2014. On (B)(6) 2015 the patient presented with left leg pain. The duplex showed a high degree of stenosis within the stent placed during the index procedure. A target lesion reintervention was completed on (B)(6) 2015 and was noted to be related to the device. The event was resolved on (B)(6) 2015. Atherectomy and dcb treatment were used to treat the restenosis.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).